Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary 6 cubie drawer failed to stay closed. The customer attempted to reboot the station multiple times; however, the issue persisted, and the drawer would not open at all.The customer stated that there was a delay in patient care.As part of the investigation, it was determined that the failure was attributed to friction on the cable shielding, which exposed the copper strands and caused them to short against the drawer back panel, leading to thermal damage and ultimately compromising the drawers functionality.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes, section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer onA review of the complaint history for SN 12605953 was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN 12605953 was performed from the date of manufacture, 11-AUG-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. PART ANALYSIS:The reported condition of drawer does not open was confirmed during Field Service Engineer (FSE) testing and subsequently confirmed in the DCHU inspection process. The device was initially evaluated by the FSE according to WO 02461944. The FSE reported that the machine automatically rebooted when it was moved from its original position. After opening the back panel, the FSE observed a spark coming from the pyxibus cable, and the machine immediately shut down. The issue appeared to be related to a damaged bus cable. The pyxibus auxiliary interface board and the pyxibus cable were replaced.During DCHU Visual Inspection P/N 121085-01: A detailed examination under a microscope was performed to visualize the black marks and the copper strands exposed which is indicative of a thermal event. During DCHU Testing: P/N 121085-01: Testing was not required due to thermal damage and exposed copper strands observed during the visual inspection. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause of the complaint is the friction on the cable shielding which exposed the copper strands and shorted against the back panel of the drawer, which lead to the observed thermal damage that compromised the drawers functionality.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES AUXILIARY 6 W-7SOUTH CUBIE DRAWER FAILED TO STAY CLOSED. THE CUSTOMER ATTEMPTED TO REBOOT THE STATION MULTIPLE TIMES; HOWEVER, THE ISSUE PERSISTED, AND THE DRAWER WOULD NOT OPEN AT ALL. THE CUSTOMER STATED THAT THERE WAS A DELAY IN PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
E.1. INITIAL REPORTER FACILITY: (B)(6). A DEVICE EVALUATION IS ANTICIPATED BUT HAS NOT YET BEGUN. UPON COMPLETION OF THE INVESTIGATION, A SUPPLEMENTAL REPORT WILL BE FILED.